Event description:
I am a physician (nephrologist). My wife started using CPAP (philips dream station) about (B)(6) 2016. She developed right sided chf about (B)(6) 2016. Right-sided cardiac cath then showed mild pulmonary hypertension and diastolic dysfunction. This is well-controlled with diuretics and anti-hypertensives. She has had mild asthma for decades and was virtually asymptomatic on flovent 110 qd and prilosec 20 qd. In late 2018 her asthma began to worsen- it has continued to gradually become more severe since despite intensification of her medical regimen. Both her pulmonologist and cardiologist consider her euvolemic. She saw a pulmonologist about (B)(6) 2019 who did not consider her symptoms of a productive cough and wheezing related at all to six months of amiodarone she took which ended about (B)(6) 2018. Pfts done in both 2019 and 2020 were normal. Due to the recall of dream station she did not use her CPAP the past two evenings (B)(6). Her asthma beginning on awakening (B)(6) was virtually gone and has continued to be virtually absent. She had used her dream station every night since she started using it in 2016 until now. When hospitalized she always used her own CPAP machine. She developed refractory persistent atrial fibrillation in (B)(6) 2016. Despite an echo (unchanged in late 2019) showing only mild lvh and a normal stress test this has continued despite three atrial ablations (first one (B)(6) 2016) and multiple cardioversions. Her electrophysiologist has considered her failure to respond to the three ablations very unusual. She was hyperthyroid for about three months in mid-2018 from amiodarone. She has mainly used vinegar for her daily cleaning of her CPAP machine. She has occasionally used mild dish soap. She has never used ozone. She has never noted any black particles in her CPAP tubing or mask. Following ankle surgery in (B)(6) 2020 due to her immobility she did spray cleansmart daily surface cleaner to clean her CPAP machine for about two months. She got a new CPAP machine (again philips dream station) about a month and a half ago. The reason for that was that the humidification chamber stopped working. To summarize, it appears that the marked worsening of her mild asthma was probably due to the dream station CPAP machine as on stopping using it her asthma immediately almost completely resolved. FDA safety report ID# (B)(4).